Manufacturer narrative:
Occupation: pharmacy operations manager. One medfusion pump was received in good condition with no appearance of any physical damage. The event history log (ehl) was reviewed and there was no evidence of the reported issue. There was no infusion found in the ehl that corresponded the customer's reported under delivery problem. Accuracy test, calibration verification on both qc slugs syringe delivery test was checked using volume over time by using different volumes and different times to verify the accuracy of the pump. The internal clock was found to be 2 minutes off. The tests passed and there was no problem found with the retuned pump.

Event description:
Information was received indicating that a smiths medical medfusion pump infused insulin 11/11 at 1600 repeatedly infused 2ml out of a total of 3ml within 30 minutes despite being programmed correctly. There was no reported adverse event.

Event description:
Additional information: issue occurred during patient infusion. The infusion was a lipid infusion for infant. The infusion was stopped and patient was monitored. No adverse effects to patient reported.

Manufacturer narrative:
Other, other text: additional information: issue occurred during patient infusion. The infusion was a lipid infusion for infant. The infusion was stopped and patient was monitored. No adverse effects to patient reported. Event information added to section b5.